Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure within the superficial femoral artery (sfa) to treat peripheral artery disease. The 100% stenosed target lesion was mildly calcified without tortuosity. Pre-dilation was performed at 6mm. During the procedure, the stent stretched while positioning the device. A strong force was applied to rotate the thumb wheel. The thumb wheel was fully rotated, but the stent did not completely deploy. The elongated stent was ultimately placed by pulling the whole system. The procedure was successfully completed with two additional 7mm x 120mm eluvia stents that were placed within the elongated stent. No patient complications were reported. It was further reported that the target lesion was accessed through a contralateral approach and from the back of the knee. Approximately half the stent deployed when the issue occurred. The deployed stent was post dilated and fully expanded. The original intent was to place two stents, but a third stent was needed inside the elongated stent.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was visually and microscopically analyzed. Visual examination revealed that the device was in several pieces, with the thumbwheel and the nosecone missing. The pull rack was separated 24.3 cm from the knob. The pull rack was also separated from the retainer. There were multiple kinks to the proximal inner liner. The middle sheath, proximal inner, and inner liner were cut 9mm from the retainer. There was damage to the outer sheath at the proximal end. There was buckling to the outer sheath 58.3 cm from the proximal end of the outer sheath. Microscopic examination revealed no additional damages. The stent was not returned for analysis. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure within the superficial femoral artery (sfa) to treat peripheral artery disease. The 100% stenosed target lesion was mildly calcified without tortuosity. Pre-dilation was performed at 6mm. During the procedure, the stent stretched while positioning the device. A strong force was applied to rotate the thumb wheel. The thumb wheel was fully rotated, but the stent did not completely deploy. The elongated stent was ultimately placed by pulling the whole system. The procedure was successfully completed with two additional 7mm x 120mm eluvia stents that were placed within the elongated stent. No patient complications were reported.